Event description:
The user while being pushed up a ramp and the left front caster wheel and fork came off.

Manufacturer narrative:
(B)(4). The chair was held up by the person pushing the user. No injury or medical intervention reported.